Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was noted during device replacement that this right atrial lead insulation near terminal was pulled back. A lead repair kit was used and the lead was tested fine with the new device. Moreover, boston scientific technical services discussed that the use of lead repair kit not recommended and cannot guarantee the functioning of the lead. This ra lead remains in service. No additional adverse patient effects were reported.